Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump produced a motor error alarm during bolus. The customer was advised to disconnect from the pump. It was reported that the customer was not able to conduct a rewind. The customer was advised to remove the pump battery to prevent continued alarms. The customer was asked to return the broken pump for analysis, and a replacement pump would be sent.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in a motor error alarm loop during the bolus / basal delivery. Unable to confirm other error alarms due to several alarms in the history file, which were due to a corrupt history file. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, and a cracked belt clip slot.